Manufacturer narrative:
(B)(4). The returned valve assembly of the subject rd900aeu neopuff was physically inspected. Both the peak inspiratory pressure (pip) and maximum pressure relief valves were tested against a functional manometer to check for erratic pressure readings. The accuracy of the pressure readings was tested by applying test pressures gradually. Results: the hospital had reported that the neopuff's pressures appeared to fluctuate when lateral pressure was applied to both valves. When the complaint device was tested, pressure readings remained stable and we were unable to duplicate the alleged fault as reported. The device passed all relevant functional tests. Conclusion: we were unable to replicate the reported fault. It is possible that an accidental sideways or vertical movement had been applied to the valve adjustment knobs which gave rise to an increase or decrease in pressure as noted on the manometer's feedback system. The neopuff itself is a portable reusable device which can be subjected to a certain amount of movement. Each neopuff is tested during production for the accuracy of its valve assembly component. A review of the device's manufacturing records revealed no discrepancies. Our user instructions specifies to the user to ensure that correct pressures will be delivered to the pt at all times. No pt consequence occurred as a result of this event.

Event description:
A hospital in (B)(6) reported to fisher & paykel healthcare's service centre in (B)(6) that the pressure on the rd900aeu neopuff infant resuscitator fluctuated when 'lateral pressure' was applied to the inspiratory pressure control and maximum pressure relief valves. This was detected prior to pt use. No pt consequence occurred.